Event description:
It was reported that the tip of the wand broke and fell into the joint during a wrist arthroscopy. The broken tip was retrieved using irrigation. Removal was confirmed using x-ray. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection under magnification shows the right electrode has been detached with jagged edges present on the remaining electrode leg as well as the screen has been bent inward towards the center. There is a significant amount of scratch marks on the shaft and scuff marks present on the spacer which is consistent with coming into contact with another metallic object. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and despite detachment of the right electrode; plasma was created on the remaining electrodes. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device coming into contact with a metal object such as a cannula. Other factors that could contribute to the detached electrode includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.